Manufacturer narrative:
Internal file number - (B)(4): evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The resistance with the micro catheter was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous chronic totally occluded and heavily calcified concentric de novo lesion in the popliteal artery. A ht command guide wire met resistance with a non-abbott microcatheter while advancing and became stuck. The devices were removed from the anatomy as a single unit. The procedure was successfully completed with a new microcatheter and ht command guide wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.